Event description:
It was reported that "osteotomy shifted, can not tell if screw broke, will explant. No pain to patient, found on x-ray. Metatarsal starting to go varus."

Manufacturer narrative:
Evaluation codes will be entered upon investigations. A follow-up will then be created, accordingly.